Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18575). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented for follow up, the remaining battery longevity dramatically dropped from the expected longevity since the last check up and the device was found to be at eri. Device was explanted.